Event description:
Company representative reported via patient a left side flipping, capsular contracture unknown baker grade. Healthcare provider reported a left side capsular contracture baker grade iii. Patient representative additionally reported that "left side rupture was found by the doctor" healthcare provider provided a pathology report which noted "fibrous breast capsule with foreign body giant cell reaction and fat necrosis. Negative for atypical proliferation, lymphoma, or malignancy. Left breast capsulectomy. Received is a 22g yellow-pink ruptured capsule. The specimen is sectioned. Focal calcification is noted. There are no masses identified." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ flipping: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ calcification: not observed. ¿ granuloma: unable to observe since it is not related to the device. ¿ necrosis: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Reason for reoperation: granuloma and necrosis clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Healthcare provider provided a pathology report which noted "fibrous breast capsule with foreign body giant cell reaction and fat necrosis. Adding granuloma and necrosis.

Event description:
Company representative reported via patient a left side flipping, capsular contracture unknown baker grade. Healthcare provider reported a left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture unknown baker grade.

Event description:
Patient's husband reported, a left side flipping. And capsular contracture, baker grade unknown. Healthcare professional, later reported, a capsular contracture, baker grade iii. Patient's husband, additionally reported, rupture. Device has been explanted.